Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high and low readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer was given a glucose shot by wife. The customer experienced low readings every single day. The customer's current blood glucose was 269 mg/dl while his sensor glucose was 247 mg/dl. The customer had high readings because the sensor was not close enough. The customer declined to troubleshoot for high and low readings.